Manufacturer narrative:
This device is used for therapeutic purposes. A second procedure to obtain biopsies was performed on (B)(6) 2012. However the user encountered the same difficulties as with the first procedure, resulting in 7mm long shreds of mucous being left in place. Bleeding was moderate and after 7 or 8 attempts without successfully obtaining a sample, the surgeon opted to proceed surgically to obtain the biopsies. On follow-up to obtain the final outcome, it was reported there were no consequences to patient. The second procedure resulting in injury is reportable as a separate adverse event and was therefore reported separately, also referencing this report. (B)(4). Tissue damage. Failure to obtain samples. In response to medtronic's request for device return, no devices were received for evaluation. The device was not returned for evaluation, therefore, analysis could not be performed. The following codes were not available in medtronic's (B)(4): method: actual device not evaluated. (B)(4).

Event description:
It was reported that during a biopsy procedure on the rectum of a (B)(6) infant on (B)(6) 2012, medtronic product cev504b (scheye cvd curette insert dia3mm) remained in the muscularis mucosa, unable to reach the submucosa. Of the biopsies that did reach the required depth, the samples were crushed and separated. During the biopsy, after aspiration and cutting, the clamp remained stuck in the rectum. Surgeons did not have any choice than to pull the instrument out with the blocked membrane and risk stripping it, or to release the mucous. Due to the size of the anus and rectum of a newborn, it is not possible to introduce a second instrument to complete the cut. Due to the failed procedure, a second set of biopsies is required to obtain samples.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.